Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pneumothorax, the device fired first but did not continue anymore. The staples of the stapler did not locate the tissue correct. After that, the surgeon changed the cartridge and wanted to fire it again, but the other cartridge did not fire either. So they opened a new stapler, firstly, the device fired but after that, it started to be so difficult to squeeze the handle. They put another cartridge, however, they pushed the green button and the same stapler did not fire. Lately, they have decided to use another re-sterilized handle to complete the firing of the collapse lung otherwise they would have to continue as open surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.